Event description:
It was reported that a physician's handheld computer's screen kept freezing. A new handheld was sent to the physician. Additional info revealed that the issue may have been due to electromagnetic interference as the physician's office recently installed new fluorescent lighting and new monitors. It was also stated that the physician was trying to interrogate vns with the handheld plugged into the wall. Good faith attempts to obtain additional info and the product for analysis have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.